Manufacturer narrative:
The lens was returned taped to the exterior of the fully assembled lens case on the posterior surface inside the opened peel pouch that was placed into the lens carton. The optic edge was torn and cracked toward the optic center. Another optic area was cracked on the anterior optic surface near the edge. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications. A qualified cartridge and viscoelastic were used. The handpiece information was not provided. It is unknown if a qualified handpiece was used. The product investigation could not determine the root cause for the reported complaint of "capsular rupture-it must be explanted". The lens was torn and cracked from the edge toward the optic center, typical in appearance to damage from insertion and removal. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The file indicates the reason for explant was due to an intraoperative complication. The company lens 21.0 diopter lens was removed and replaced with a multipiece company lens 21.0 diopter lens model. No additional information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. A non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint. The file indicates the use of a qualified cartridge and viscoelastic. Information regarding the handpiece was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The product was not returned for evaluation. It is unknown if a qualified products combination was used. The file indicates the reason for explant was due to an intraoperative complication. The company lens 21.0 diopter lens was replaced with company, 21.0 diopter lens. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, after implantation of the company¿s 21.0 d intraocular lens, a capsular rupture occurred. It was explanted the same day and replaced with a 3-piece company 21.0 d lens. There was no further impact on the patient. Additional information was requested